Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the temporary patient profile to remove medications for ER. A technical support specialist checked pes and found the temporary patient active duration was set to 4 hours. Advised customer to update the setting via settings, location and facilities, select facility. Sent email to customer. Customer adjusted the setting accordingly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the temporary patient profile was removed from the pyxis system sooner than expected. The registered nurse had entered a temporary patient profile to remove medications for the ER; however, when the registered nurse attempted to return the medication under the same temporary patient, the profile had already been removed from the system. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.